Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the arm, which is off label usage of the device. The patient and his mother were walking in the mall and he told her he needed to sit down. The cgm reading was 92 mg/dl so they turned off his insulin pump and she gave him apple juice, a graham cracker, and 4 glucose tablets. The cgm reading slowly went down further, to 72-75 mg/dl. He got very tired, his eyes started to close, he started sweating profusely, became incoherent, and slumped over to the ground. The patient¿s mother called 911 and when the paramedics arrived, they checked a finger stick and the bg value was 43 mg/dl; although the cgm still read 75 mg/dl. The patient was transported to the hospital and was treated with an unspecified intravenous (IV) therapy and given a meal. He stabilized after about 45 minutes. Additionally, it was reported that the patient was also experiencing a urinary tract infection (uti) at the time of the event (diagnosed prior). Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.